Manufacturer narrative:
The product is currently not available for analysis. No conclusion can be drawn at this time regarding the clinical observation. The analysis will be continued as soon as new information becomes available.

Event description:
Ous MDR - it was reported that the patient received inappropriate shocks due to a suspected lead fracture. No deterioration of the patient's state of health was reported. The lead was not returned for analysis and there was no indication of intervention given.